Manufacturer narrative:
B3: (B)(6) 2019; g4: 19sep2019; b4: 20sep2019. This customer complaint was caused by an out of specifications component on the air flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 03july2019. The manufacturer¿s field service engineer (fse) confirmed the reported oxygen concentration issue. The fse reported that the oxygen concentration was set at 100%, confirmed the measured value was 94.2%, so the flow sensor assembly was replaced. The repair resolved the issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported oxygen concentration failure. There was no patient involvement.